Event description:
The user contacted lifescan alleging the battery contact of the one touch ultra link meter does not turn on. The medical surveillance specialist reviewed the technical service representative (tsr) documentation. This complaint is being reported because the issue was not resolved through troubleshooting. The patient denied suffering any symptoms or receiving any treatment. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of products(s) that do not pass inspection in a supplemental report.